Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
1.2 fr PICC that had been placed on night shift (B)(6) 0230, was leaking. During dressing change and troubleshooting, it was discovered that the leak was at the distal end - opposite the opening of the hub on the catheter. It is where the initial hub meets the smaller plastic piece that the catheter exits from. Catheter was removed and will need to be replaced with a new catheter.

Manufacturer narrative:
A review of the DHR and inspection records was conducted for the reported lot number and no deviations or non-conformances were found. One sample was returned for review. Visual inspection found signs of use but there was no damage found to the catheter or catheter hub. A hemostat was used to crimp the tubing and functional testing of the catheter did not find any leakage issues at the hub or below the strain relief. Since the reported issue could not be duplicated with the returned device, establishing a root cause and an appropriate corrective action is not possible. Additional information provided in d.9., h.3., h.6. And h.11.